Event description:
Reportedly, the keyboard did not appear on the programmer screen, so it was impossible to fill the patient details despite a restart of the tablet. A hard reset of the programmer restored normal functioning.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data could not confirm the reported behavior, as the virtual keyboard is a native feature of windows, and the log files from the programmer modules cannot provide its status. - therefore, the root-cause of the reported issue could not be determined.

Event description:
Reportedly, the keyboard did not appear on the programmer screen, so it was impossible to fill the patient details despite a restart of the tablet. A hard reset of the programmer restored normal functioning.